Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a sensor signal not found. It was reported that transmitter did not blink green. When sensor was removed, it was found that the sensor cannula was missing and caller was not sure if cannula was still in customer's skin. Sensors would be replaced.